Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced severe hypoglycemia in (B)(6) 2018. The customer was driving and was believed to have been drunk. A man began to bang on the customer's car window. The customer was scared and started to drive, but the unknown man pursued him with his own vehicle. During the car chase, the customer became stuck on the train tracks and got hit by the train. At the hospital, it was discovered that the customer's blood glucose was very low. The customer was disconnected from the insulin pump and given a granola bar to eat. Around the time of the incident, the customer had been struggling with frequent hypoglycemia; the customer's doctor told him that he had been over-dosing on insulin. No further details or a police report were provided regarding the incident. Troubleshooting did not occur on the insulin pump; the customer no longer has the device in his possession. The insulin pump was not returned for analysis.